Manufacturer narrative:
Investigation into this complaint included a quality data review. Investigation is summarized as follows: nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to leaks outside of the system solutions drawer and/or leaks due to a faulty float reservoir sensor. The query identified two related records: the first is a CAPA investigation related to leakage that originated in the system solutions drawer. This investigation addressed system solutions drawer leakage that spread beneath or beyond the instrument footprint, which is a fall/slip hazard and a reportable event. It also identified reservoir float sensor failures as one of the root causes of the leak events. Therefore, this record is related to leaks that spread beneath or beyond the instrument's footprint, and to leaks due to a faulty float reservoir sensor. The second is a potential non-conformance (pncr) for a workmanship issue with gems reservoir lysis sensor resulting in a leak, which triggered a supplier corrective action request. Therefore, this record is related to leaks due to a faulty float reservoir sensor. The following corrective actions opened out of the above CAPA investigation have not been completed and/or not shown to be effective: action plan for leak containment within the system solution drawer has shown feasibility of the design improvement, however the implementation of the design change has been delayed. Supplier investigation for gems reservoir sensors failing to detect a full bottle of liquid has been completed and action plan has been implemented. However, there is no effectiveness check (ec) for this action plan, and there are failures of the sensor still reported from the field. Requirement not met: based on the two design deficiencies identified in the CAPA investigation (the system solutions drawer enclosure design, which includes six thru holes at the bottom, allowing liquid to escape and faulty reservoir sensors fail to detect a full bottle of liquid) and because these causes have not been mitigated at this time, in addition to team and management discussion, complaints associated with leaks from the system solutions drawer and complaints associated with leaks due to gems sensor will be dispositioned as "confirmed".

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported that when changing the amplified waste, she found liquid pooled under the amplified waste container of the alinity m system. Waste is also on top of shelf in systems solutions drawer, as well as behind the drawer in the instrument. Customer ensured liquid waste containers had lids closed tightly and pushed connects in place. Laboratory technicians are trained to wear personal protective equipment (ppe) when in contact with biohazards. No splashing/exposure has occurred as a result of the reported leak. The field service engineer (fse) checked and tightened the vapor barrier (vb) cradle lines, cleaned vent lines, and cleaned in the bottom of the drawer. During follow-up, the molecular application specialist (mas) was told that the vapor barrier had leaked within system solutions drawer and outside of the drawer, in front of the instrument onto the floor. Customer had used ppe to clean the spill in front of the instrument. No injuries occured.